Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage and keypad traces. No display ramping on its own was noted. The pump was received with minor scratches on lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of blank display and keypad button error from the insulin pump. The customer's blood glucose level was 98 mg/dl. The customer stated that while she tried to bolus, the numbers would not scroll. The customer tried to bolus the pump, and the pump would not allow her to change a sugar and when it was at 98, it changed to 106 and she could not change it back. The arrows would not scroll. The customer was advised to discontinue use of the pump and revert to a backup plan.